Manufacturer narrative:
The device was not returned. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. A query of the complaint-handling database to review similar incidents was performed for the reported lot. The query identified no other incident for difficult to open or close (gripper actuation) from the reported lot. All available information was reviewed and without the device to analyze, a definite cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During functional inspection prior to use of the mitraclip, it was noted that the grippers were not responding the same. One gripper was more down than the other one. The grippers were cycled, but still one was not responding as it should. This clip was not used in the patient. The procedure continued with another mitraclip to reduce mr to a trace grade. No additional information was provided.